Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative provided technical assistance to the customer to troubleshoot the issue. Repair of the system is the responsibility of the customer. Repair information could not be obtained after multiple attempts. Attempts were made as follows: 3/21/2016 - voicemail, 3/24/2016 - voicemail, 3/29/2016 - voicemail.

Event description:
The hospital reported the unit is alarming, notifying the user to switch to manual mode of ventilation. There was no report of patient involvement.